Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while adjusting his basal rates. When he pressed the buttons on the insulin pump to change his basal, the screens took longer to come up. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump gave a button error alarm due to moisture damage on the keypad traces. The pump also had minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.